Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had flickering image and image had stripes. It is unknown when this occurred or if it involved a procedure. A request for addtional information is in progress. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, additional information, and a correction. Updated fields: d8, d9, h3, h4 and h6. Additional information fields: b3, b5, e2, e3, g2. Corrected fields: g4 - PMA/510(k). The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken, therefore stripes in image occur and no image is displayed. In addition, the following reportable malfunctions was identified during the device evaluation: the cover glass of the insertion section is cracked. The most probable cause of the identified failure is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found before a therapeutic laparoscopic (lapco) procedure. The procedure was completed using a similar device. There was no delay and no reports of patient harm.